Event description:
Nurse called and stated that the customer was admitted yesterday for dka, and wanted to know if someone was coming out to troubleshoot the pump? Advised the nurse that we can troubleshoot with her on the phone. High bg t/s per dop. Patient's bg is 208 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.